Event description:
It was reported that the lead integrity alert (lia) tripped due to an short interval count (sic) of 632 since (B)(6) 2010 and nst episodes. The episodes revealed t-wave oversensing (twos). No observable sensing issues can be seen real-time and the impedance trend has reportedly been stable. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.